Manufacturer narrative:
Npb was not authorized to service the device.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer troubleshoot this issue over the phone. The customer was advised to replace the bdu pcb.